Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was reading 300 mg/dl for an unspecified duration. No symptoms were reported by the patient but the patient went to the hospital with a friend due to possible diabetic ketoacidosis. At the hospital a fingerstick was taken and the cgm reading was 390 mg/dl, and the blood glucose reading was 510 mg/dl. The patient did not provide any details regarding the treatment. At the time of the report, which was the same day as the day of the event, the patient was still at the hospital. Multiple attempts to contact the patient for more information regarding the outcome of the event were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.